Event description:
Quidel quickvue at-home otc covid-19 test produced a false positive covid-19 result on my son on (B)(6) 2021 - test strip showed 2nd pink line indicating a "positive"; however, test strip was streaked with pink color. False positive confirmed via additional antigen test on same day (bd veritor at-home covid-19 test taken (B)(6) 2021 recorded negative result; follow-up pcr test biofire 2.1 respiratory panel on (B)(6) 2021 reported negative result). FDA safety report ID # (B)(4).